Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a post-implant follow-up with redness and swelling due to hematoma in the pocket area. Hematoma was evacuated. The patient was presented in clinic following week and infection was noted. The system was explanted without complications and the patient was discharged the same day. The patient was treated for infection. The cause of the infection is unknown.